Event description:
Diagnostics at the follow-up visit on (B)(6) 2019 were within normal limits. Data review confirmed no evidence of reset. No further relevant information has been received to date.

Event description:
The patient/patient's family reported that they believed her device wasn't turned on post-operatively as she experienced an increase in seizures and couldn't feel a magnet swipe. Data obtained from the company representative at surgery indicated that the patient was set to the same settings pre-operatively as post-operatively (i.e. The device was turned on as intended post-operatively). Diagnostics post-operatively within normal limits. The patient's caregiver then reported that the patient was now so disabled she couldn't feed herself or talk. The device was checked and was reportedly on to intended settings. No error was reported. Output currents were increased by 0.25 ma due to the report of increased seizures. No further relevant information has been received to date.